Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) found broken slide rails on the full height cubie drawer and replaced both drawer slide rails. Fse also replaced the retractor band, the full height bus module controller board, the cubie drawer controller board, and the solenoid u-link plunger and spring. After completing the repairs, fse tested the drawer and was able to recover and access the full height cubie drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed and overextend when opened and jammed when closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.